Event description:
It was reported that during an unspecified veterinary surgical procedure it was observed that while placing a third pin using the quick coupling device the physician noticed a burning smell and part of the pin driver was spinning but not working properly. It was reported that when he stopped attempting to drive the pin it started to smoke, and the device was too hot to handle. It was reported that when the first two pins that were placed, the pin driver worked like it was supposed to work. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was no human patient involvement reported as this was a veterinary procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products{ k-wire devices (pins). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The quick coupling device was evaluated and the reported condition that the device was causing a burning smell, smoking when driving a pin, and was too hot to handle was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was making excessive noise, could not secure/drive the k-wire, and did not function. It was further determined that the device failed pretest for general condition, check the quick coupling for k-wire, check self-holding force in smallest range, check self-holding force in largest range, check function in running mode. . Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.